Manufacturer narrative:
This report is being submitted as follow-up #1 for mfg. Report # 9681834-2015-00104 to provide the manufacturing date, the expiration date of the actual sample and the evaluation update. The actual device has not been received by the manufacturing facility for evaluation. A follow up report will be submitted within 30 days of the manufacturer receiving the actual sample and/or new information. (B)(4). A review of the device history record of the involved product/lot# combination confirmed that there were no production related problems. A review of the shipping test record of the oxygenators in which the fiber of the same fiber lot number as that of the fiber built in the actual sample was built in confirmed there was no discrepancy in the test result. A review of the product release decision control sheet confirmed there was no discrepancy in the inspection/test result. All currently available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up #1 for mfg. Report # 9681834-2015-00104 to provide the manufacturing date, the expiration date of the actual sample and the evaluation update.

Manufacturer narrative:
This report is being submitted as follow-up # 4 for mfg. Report # 9681834-2015-00104 to provide additional information regarding the perfusion record received from the user facility. The involved perfusion record was reviewed. The patient's bsa was 1.92m2. @15:29, cpb was initiated. @16:41 pao2 had been increased to 197mmhg. @ 17:00, fio2 had been increased to 90%. @ 17:05, pao2 had been increased to 351mmhg. Based on the perfusion record review, where after the increase in fio2 there was an increase in pao2, it is likely fio2 was low. The device labeling (IFU) does address instructions with statements such as the following: measure blood gases and make necessary adjustments as follows. Control pao2 by changing concentration of oxygen in ventilating gas using gas blender. To decrease pao2, decrease fio2. To increase pao2, increase fio2. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
This report is being submitted as follow-up # 4 for mfg. Report # 9681834-2015-00104 to provide additional information regarding the perfusion record received from the user facility.

Event description:
The user facility reported to terumo cardiovascular systems that questionable o2 transfer was observed during cardiopulmonary bypass. No known impact or consequence to patient. Product was not changed out. Surgery completed successfully without delay.

Manufacturer narrative:
This report is being submitted as follow up # 5 for mfg. Report # 9681834-2015-00104 to (1) provide the correct perfusion record information and to correct the initial reported lot number, manufacturing date, expiration date and approximate age of the device. (2) provide additional information for event description. The perfusion record provided the following information: the patient's bsa was 1.89m2. @ 16:29, cpb was initiated. @ 16:40, pao2 was 157mmhg. After 16:40 till the termination of cpb @ 17:42, there was no indication of pao2. @ 17:00 re-warming started. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined. The device labeling (IFU) does address instructions such as the following: (1) start gas supply with v/q=1 and fio2=100%n then make adjustments based on blood gas measurements. (2) measure blood gases and make necessary adjustments as follows. (3) control pao2 by changing concentration of oxygen in ventilating gas using gas blender. (4) to decrease pao2, decrease fio2. (5) to increase pao2, increase fio2. (6) upon patient rewarming, adjust o2 concentration, gas flow rate and blood flow rate by increasing them as needed based on an increase in patient's metabolism. Failure to adjust the gas supply and the blood flow rate appropriately may cause insufficient o2 supply needed or the amount of the patient's gaseous metabolism. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up # 5 for mfg. Report # 9681834-2015-00104 to (1) provide the correct perfusion record information and to correct the initial reported lot number, manufacturing date, expiration date and approximate age of the device. (2) provide additional information for event description. The user facility reported the additional information: (1) after the aorta cross clamp was released at 17:27, pao2 was decreased.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4). Conclusion not yet available - evaluation in progress.

Manufacturer narrative:
This report is being submitted as follow-up #3 for MFR. Report # 9681834-2015-00104 to provide the return sample evaluation results. The actual sample was returned to the manufacturing facility for evaluation. Visual inspection upon receipt did not find any anomalies which would relate to a gas leak or insufficient gas transfer performance. The actual sample, after having been rinsed and dried, was tested for its gas transfer performance in accordance to the factory's shipping inspection protocol. Bovine blood was circulated in the oxygenator module. No anomalies were revealed in the gas transfer performance of the actual sample, with the obtained values meeting manufacturer specifications. A review of the device history record of the involved product/lot number combination confirmed that there were no production related problems. A review of the complaint files confirmed that the involved product/lot number combination has not been reported previously. The perfusion record was not available for review. There is no evidence that this event was related to a device defect or malfunction. Although the cause for the reported event cannot be definitively determined based upon the available information, the investigation results verified that the actual sample, after having been rinsed and dried, was the normal product with no issue in the gas transfer performance. Based on information provided in the complaint record, the actual sample may have been used on a large patient. The capacity of the fx15 may have been insufficient for the involved patient's bsa. The below factors are experientially known as a cause of degradation in the gas transfer performance occurring at the beginning of the circulation. Fio2 was too low. V/q ration was low. The blood volume was too low against the patient's metabolism. The device labeling (IFU) does address instructions with statements such as the following: start gas supply with v/q=1 and fio2=100%n then make adjustments based on blood gas measurements. Measure blood gases and make necessary adjustments as follows: control pao2 by changing concentration of oxygen in ventilating has using gas blender. To decrease pao2, decrease fio2. To increase pao2, increase fio2. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
This report is being submitted as follow-up #3 for MFR. Report #9681834-2015-00104 to provide the return sample evaluation results.

Manufacturer narrative:
This report is being submitted as follow-up #2 for MFR. Report # 9681834-2015-00104 to provide the evaluation update. The actual device has not been received by the manufacturing facility for evaluation. A follow up report will be submitted within 30 days of the manufacturer receiving the actual sample and/or new information. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. Device not returned to manufacturer.

Event description:
This report is being submitted as follow-up #2 for MFR. Report # 9681834-2015-00104 to provide the evaluation update.